Event description:
I have had severe chronic fatigue and pages of symptoms (joint pain, weakness, dizziness, insomnia, brain bog, cognitive problems, tingling, tinnitus, numbness, food intolerances, fragrance, intolerance, vertigo, muscle weakness, severe heart palpitations, severe breast pain, severe headaches, neck pain, cold and heat intolerances, rashes, noise sensitivity, dry skin, hair loss, hashimoto's disease, constipation, slow to heal, blurry vision, and improving symptoms with severe relapses on a regular basis) for the past 10 years. This sent me to the ER around 8 times because of heart complications. I found out recently that my mentor saline smooth round morbid breast implants, which I received on (B)(6) 1998, may be to blame. This, I found out from a group of thousands of women with similar symptoms and pathology. I immediately opted to reverse breast augmentation for which I had surgery on (B)(6) 2016. Since then, my thyroid antibodies have gone from 202 to 52, my skin is much better, I have no more ringing in my ears, my hair is growing back, I am better able to tolerate the run, and most of all, my energy is returning. My course of recovery is similar to those reported by women before. It is quite evident to me, that the implants were the source of my unbelievable suffering for the past 10 years. I wish I could warn every woman to stay away from breast implants. It just may destroy the life of many more women. Best, dr. (B)(6).